Event description:
It was reported that during a capsulorrhaphy shoulder, when inserting the 2.3 mm anchor with an osteoraptor, it broke in half after the first impact with the hammer. The whole screw was removed from the patient. The procedure was completed without significant delay using a back-up device. No additional bone hole was required and no patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 one osteoraptor 2.3mm suture anchor used for treatment, was returned. The insertion shaft device, suture and anchor were returned. There was no damage, bow or bending of the insertion shaft. The ultrabraid suture was returned attached to the handle. Partial anchor was attached to suture through one eyelet but no longer attached to the distal tip of the inserter. The anchor was severed. The entire proximal end was absent where the anchor seats onto the inserter. The segment was not found. The condition is consistent with excess force and leverage applied. Per instruction for use: ¿breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith and nephew drill prior to implantation¿. This product recommends and specified drill bit, a 2.3mm in line drill and a 2.3mm obturator. No root cause related to the manufacturing of this device was established.

Manufacturer narrative:
H10: h2, h6. The reported 2.3mm osteoraptor anchor assembly, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke horizontally upon insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the anchor during insertion. Worn or damaged drill used to prepare the insertion site. The instruction for use outlines precautionary statements and instructions in during deployment. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.